Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion. Customer has unit but it has been reported that the suspect device cannot be shipped due to the potential of leaking hazardous lithium ion battery fluid.

Event description:
The ltv sprintpack unit was charging on an ac adapter charger overnight. Unit burst into flames and produced smoke. The customer stated, "batteries are scorched and there are 3 holes burnt into the power manager". No patient involvement and no user harm per email from customer.